Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer stopped the troubleshooting because she has no time and she is at work. The customer inquired on the time frame if order a new insulin pump and was advised to call the help line for further information.